Event description:
Patient reported inaccurate insulin delivery caused by unwanted spontaneous resetting of the time and date on the infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump did not set time by it self. The problem mentioned by the customer could not be reproduced.